Manufacturer narrative:
Siemens filed an initial MDR 2517506-2019-00396 on 21-oct-2019. Additional information (07-nov-2019): siemens has reviewed the information provided and the service actions performed by the customer service engineer (cse). The customer had observed a shift in quality control (qc) results however calibration and qc were within acceptable ranges at the time of the incident. The instrument was recalibrated to optimize qc limits. Based on the information provided, the cause for the discordant, low non- reproducible cardiac troponin I (ctni) result is unknown. A potential product issue was not identified. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report a discordant, low cardiac troponin I (ctni) result obtained on a dimension vista 1500 instrument. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the luminescent oxygen channeling immunoassay (loci) chamber, reset the loci statistics and performed a 50 sair (cycling of air). The cse performed service tests on the sample arm (s1), reagent arm 1 (r1) and reagent arm 2 (r2). A siemens filed application specialist was at the customer site, recalibrated the customer's dimension vista instrument(s) and quality control (qc) values are comparable between instruments. Siemens is investigating.

Event description:
A discordant, low cardiac troponin I (ctni) result was obtained on patient sample on a dimension vista 1500 instrument. The low result was not reported to the physician(s) and was considered discordant compared to a higher repeat result. The repeat result was reported to the physician(s). There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant cardiac troponin I (ctni) result.